Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The previously reported conclusion code 11 no longer applies to this event.

Event description:
It was reported that a patient was not receiving optimal therapy and had an increase in pain. An x-ray and an indium dye study were performed. The healthcare professional (hcp) did a catheter revision and was not able to aspirate well. An unknown catheter issue described as ¿possible occlusion at the catheter tip¿ was noted and ¿specifics would be determined after analysis.¿ the catheter was replaced and returned to the manufacturer for analysis. The pump was deemed to function as normal. The patient recovered without sequelae and was doing well postoperatively. The pump was used to infuse dilaudid, bupivacaine, and clonidine. Follow-up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.